Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a wallflex enteral colonic stent in 2006, (patient age unknown) the stent would not fully deploy without the physician using leverage of the scope due to the catheter being stretched. The patient died later on the same day of the stent placement. According to the customer, "his death is not attributed to the stent procedure".

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.